Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator failed to detect ventricular tachycardia. The dfm100 was used simultaneously with a non-philips device to monitor the ECG. The non-philips device was showing ventricular tachycardia while the dfm100 showed junctional pulseless electrical activity. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. The patient expired.

Manufacturer narrative:
The event file and waveforms from this event were reviewed. There were no ECG strips or event summaries from either the ge b650 gm monitor or the cardioserv defibrillator. It was not reported what leads were be being used for monitoring on either device. Each lead can show a different morphology; therefore, without the waveforms from the other devices or the knowledge of what leads were being used for comparison, any assessment is limited. It was also not reported what type of treatment the patient was receiving and whether the patient was in cardiac arrest. The users started monitoring in lead I on the dfm100 and later switched to lead ii. Lead ii showed a morphology that could be consistent with vtach, but we are unable to determine whether this was actual vtach or whether the morphology represents CPR artifact. The dfm100 instructions for use provides information on how to select a suitable lead for ECG monitoring. On 6 december 2016, philips received the device for evaluation. The device appeared to be undamaged. A fully charged battery was then inserted into the device and the device was also connected to ac power. The ready for use (rfu) indictor displayed an hourglass, which is to be expected per the device¿s specifications. Then, the device passed an operational check. We also reviewed the device¿s original factory test reports; the device passed all original factory production tests. On 12 december 2016, the production line tested the device on the functional tester, the safety tester, and the iess (temperature) tester. On 16 december 2016, the device completed all three test procedures. The device passed all three tests passed. The device passed all testing and no further assessment can be made. Philips is unable to verify a malfunction as the device passed all required testing.